Event description:
Physician attempted to use a nanocross elite pta balloon with a 7fr non-medtronic sheath and a .014 non-medtronic guidewire during treatment of a 2mm soft tissue lesion in the patient¿s left proximal contralateral common femoral. Minimal tortuosity and minimal calcification were reported. Lesion exhibited no stenosis. Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre and post dilated. A non-medtronic inflation device was used. 50/50 contrast fluid was used. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. Deflation difficulties were reported. No issues were noted during inflation. There was no damage noted to the balloon catheter. The balloon would not deflate and pull back into catheter. The balloon was not fully deflated for removal. After not deflating with syringe, physician pulled balloon up to left common femoral and punctured the balloon through skin at common femoral artery with micro puncture needle and held pressure for 2 minutes. The device was safely removed from the patient. A 6/250 drug coated balloon was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned in a post-inflated state. An indeflator with pressure gauge was used to inflate the balloon but the balloon would not inflate. Under a microscope, crimping marks were noted on the proximal balloon bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.